Event description:
It was reported that the patient's blood glucose level reached 28 mmol/l (504 mg/dl) with ketones of 1.6 while wearing the pod between 37 and 48 hours on the arm. It was noted that the pod came off causing the cannula to dislodge from the site. Hyperglycemia treated with a new pod.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the pod came off causing the cannula to dislodge from the site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.